Manufacturer narrative:
Concomitant medical products: product ID: 978b128 lot# va2eztl, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). Date is estimated; year is valid.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller, an MRI technician, said the patient had an injury about three weeks ago that resulted in their lead getting "pulled out." They alerted their managing healthcare provider (hcp), and they instructed the patient to turn stimulation off, as the patient was experiencing "buzzing" when the device was on. They had since not been using their device or charging it. It was reviewed with the caller the ins was non-rechargeable, so the patient was likely referring to not charging their communicator or handset. The caller was redirected to the patient's managing hcp to interrogate the device further to determine safety for MRI before proceeding with an MRI. The patient did not have their handset with them during the call. Additional information was received from a healthcare provider (hcp). The hcp reported that the injury which occurred about three weeks ago was not caused by or related to the device, therapy, and/or implant procedure. When asked what steps were or would be taken to resolve the lead being pulled out and "buzzing" issues, they replied, "removal of implant/re-implant." Surgery occurred on (B)(6) 2022, and the device was discarded.